Event description:
Reportedly, the lock parts of the smart ECG were cracked at inspection.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, visual inspection of the returned smart ECG confirmed the reported issue, as the rotating latch parts were missing from the bottom cover. - the root-cause of the defective lock parts could not be determined with certainty. It could have resulted from an issue during transportation, initial manipulation or manufacturing, but none of these hypotheses can be evidenced based on available data. - the smart ECG followed the repair workflow (including a replacement of the defective lock parts) and was returned to the field. - this case is recorded for trending purposes.